Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2007. In 2008, it was noted that the pt had an anterior mesh erosion. Topical estrogen cream was prescribed as a result. The surgeon has indicated that possible surgical intervention will be required.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.